Event description:
It was reported that this right atrial (ra) lead was part of the system revision due to infection. Reportedly, the leads were abandoned due to leads broke apart and lead removal attempts were exhausted. No adverse patient effects were reported. The ra lead was surgically abandoned.